Event description:
It was reported that the leads were dislodged. It was also reported that there was infection near the device and the patient felt pain. The leads were explanted and replaced and the status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer's meter was returned and investigated.the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 51 mg/dl, 245 mg/dl, and 170 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.